Event description:
Based upon additional information received on 28-nov- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from a non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and later on the same day had red knee, painful and swollen knee and had knee effusion/70 cc drained off knee; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). The same day, the patient had red, painful and swollen knee and 70 cc of fluid was drained off knee (knee effusion). Corrective treatment: not reported for red knee, painful knee and swollen knee; 70 cc drained off knee for knee effusion/70 cc drained off knee. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on 28-nov-2017 and 16-dec-2017 (both were processed with the clock start date of 28-nov-2017). The serious event of device malfunction with the seriousness criterion of important medical event was added and the case was upgraded to serious. Ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have localized erythema, swollen knee, painful knee and knee effusion. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.